Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. The device also had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and broken off end cap.

Event description:
The customer reported via phone call that the insulin pump was run over by a car and it is shattered into pieces. Blood glucose value is 105 mg/dl. The insulin pump was replaced and returned for analysis.